Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue: the battery cap has stripped threads and the battery compartment is cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: there's a crack along the battery compartment from the threads to the bumper pad and another along the side of the battery compartment threads. Returned battery cap threads are stripped/damaged; unable to secure properly onto the pump. Test cap used during investigation. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.